Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sterile packaging was punctured. Prior to a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Upon delivery of the device, the packaging was discovered to have a puncture through the outer packaging and into the sterile packaging, contaminating the farawave catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.